Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys cea assay results for multiple patient samples. Data for evaluation was only provided for one of the patient samples. The initial result was 0.2 ng/ml and the repeat result was 6.7 ng/ml. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. No fibrin was observed in the specimen. The customer received error messages indicating the reagent probe detected noise, bubbles, or a membrane on the reagent surface. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the alarm received by the customer, most likely bubbles on the reagent surface were the root cause for the issue. A general product problem was excluded.

Manufacturer narrative:
Results were provided for three additional patient samples with low elecsys cea assay results from the event on (B)(6) 2017. Patient 2 initial result was 0.2 ng/ml and the repeat result was 2.48 ng/ml. Patient 3 initial result was 0.2 ng/ml and the repeat result was 2.15 ng/ml. Patient 4 initial result was 0.2 ng/ml and the repeat result was 1.86 ng/ml. The field service representative performed an instrument check and no issues were found. The system was operating normally since the service visit.